Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a right ventricular (rv) lead was explanted one week after implant due to elevated rv threshold with capture at high output. Patient suffered from syncope and the physician was concerned about a possible micro perforation. The lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a right ventricular (rv) lead was explanted one week after implant due to elevated rv threshold with capture at high output. Patient suffered from syncope and the physician was concerned about a possible micro perforation. The lead is not expected to be returned. No additional adverse patient effects were reported.